Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 846834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstruation, spondylolisthesis, hsv infection, saline infusion sonogram and vaginal bleeding. Concomitant products included aciclovir sodium (acyclovir abbott vial). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), polycystic ovaries ("polycystic cysts") and dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, menstruation irregular, pelvic pain, polycystic ovaries and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menstruation irregular, pelvic pain and polycystic ovaries to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: unknown. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: genital haemorrhage, pelvic pain, dysmenorrhea. Lot number: 846834 manufacture date: 2011-04 expiration date: 2014-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding/unusual bleeding') in an adult female patient who had essure (batch no. 846834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstruation, spondylolisthesis, hsv infection, saline infusion sonogram and vaginal bleeding. Concomitant products included aciclovir sodium (acyclovir abbott vial). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), polycystic ovaries ("polycystic cysts") and dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, menstruation irregular, pelvic pain, polycystic ovaries, dysmenorrhoea, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menstrual disorder, menstruation irregular, pelvic pain and polycystic ovaries to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: unknown. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: genital haemorrhage, pelvic pain, dysmenorrhea. Lot number: 846834 manufacture date: 2011-04 expiration date: 2014-04-30 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Events: cramping. Unusual periods added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding/unusual bleeding') in an adult female patient who had essure (batch no. 846834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstruation, spondylolisthesis, hsv infection, saline infusion sonogram and vaginal bleeding. Concomitant products included aciclovir sodium (acyclovir abbott vial). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), polycystic ovaries ("polycystic cysts") and dysmenorrhoea ("painful periods"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, menstruation irregular, pelvic pain, polycystic ovaries, dysmenorrhoea, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menstrual disorder, menstruation irregular, pelvic pain and polycystic ovaries to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: unknown. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: genital haemorrhage, pelvic pain, dysmenorrhea. Lot number: 846834 manufacture date: 2011-04 expiration date: 2014-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.